Manufacturer narrative:
(B)(4). Evaluation of the returned device found that a posterior cuff miss occurred as evidenced by untouched posterior cuff tabs and undamaged posterior needle, indicating no engagement between these 2 components as the posterior needle was deflected away from the posterior foot pocket. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the successful test of the devices needle trajectory in the lab and testing during manufacturing, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A report was received involving two proglide devices. It was reported that the devices failed to deploy in the right common femoral artery (rcfa) after a diagnostic procedure. Hemostasis was achieved with manual compression. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second perclose proglide (part#12673-03/lot#920326h) is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.